Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that through remote transmission, an alert for charge time limit reached was noted. The patient was asymptomatic. A capacitor maintenance was performed in clinic and a second charge time out was observed. Device replacement is being considered.